Manufacturer narrative:
Product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that it was found during routine follow up that this right ventricular (rv) lead exhibited loss of capture. X-ray then showed this lead had perforated the heart wall. Patient experienced chest pain. The lead was removed and replaced. No additional adverse patient effects.

Manufacturer narrative:
Correction: h6 field: patient codes. Patient code "3191 no code available" was missing. B2 field: outcomes attrib to adv event. Outcome "life threatening" was missing. Product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was found during routine follow up that this right ventricular (rv) lead exhibited loss of capture. X-ray then showed this lead had perforated the heart wall. Patient experienced chest pain. The lead was removed and replaced. No additional adverse patient effects.